Event description:
The catheter's peel away introducer was inadvertently introduced into the vascular sheath during a difficult ivc filter removal case and embolized to the patient's heart. It lodged between the right atrium and the tricuspid valve causing intermittent episodes of non-sustained ventricular tachycardia. Due to the radiopaque nature of the device, it was not seen post procedure angiographically or on a chest x-ray. The patient required overnight admission on telemetry. The foreign body was seen the next day on a transthoracic echocardiogram and CT pulmonary angiogram both of which were performed in an attempt to elucidate the cause of the episodes of ventricular tachycardia. The foreign body was successfully extracted that day using; endovascular techniques by the cardiology and vascular and interventional radiology departments. The patient suffered no permanent complications.

Manufacturer narrative:
(B)(4). Device manufacture date unk as lot is unk. No product or images were provided to assist in this investigation. It was reported that the peel away straightener was introduced into the patient; however, per the instructions for use (IFU), it is stated: "after initial advancement of catheter over the wire guide, pull back and peel away the straightener for catheter introduction." While no product or lot number was provide to assist in this investigation, based on physician report it is probable that this event occurred due to procedural error and/or failure to follow the instructions for use booklet provided. As a result, straightener introduction to the vasculature resulted in reported minor harm to patient having undergone minimally invasive procedure to retrieve the component from the heart on another day. Per material specification, the material is specified as radiopaque polytetrafluoroethylene tubing. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. Insufficient risk per quality engineering risk assessment to carry out any risk mitigation activities.